Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was above 800 mg/dl. Customer stated that he gave himself 60 units of insulin. Customer stated that he gave 10 units at a time. Customer stated that he just had high blood glucose right now and not for the whole day. Customer stated that he has been going to the bathroom a lot but otherwise he feels okay. Customer checked his blood glucose 4 times during the call and his blood glucose was above 600 mg/dl. Customer's daughter stated that the customer had the infusion set on for 3 days. Customer was advised to treat with a back-up plan and change the infusion set. Customer's daughter was advised to go to the emergency room if the customer's health care provider was unavailable. Customer was advised to call back if their blood glucose does not go down.